Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella cp insertion was successful but manipulating the patient in the ICU led to positioning alarms. The aic (automated impella controller) showed that the pump was in the ventricle. Attempting to reposition was unsuccessful and ultimately the impella ended up under a cardiac structure and would not advance further. Decision was made to go to cath lab to attempt repositioning with fluoroscopy and echo. Many attempts were made to reposition the impella in the mid left ventricle (lv) cavity without success. The impella was exchanged, and a new one was inserted successfully. The physician noted the tortuous turn into the lv and that being the source of positioning difficulties. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The impella device was not returned for investigation. Clinical details stated that the repositioning guide was used and pulled back 3 cm until aortic waveform visualized. And additional 2 cm were pulled back for optimal positioning and the pump came back abruptly about 4 cm as visualized on echo. The cause of the positioning issue was use related due to patient movement per clinical review. Added-b1-selected serious injury; b2-selected other serious events; b5 event narrative; h6 clinical code 1942 d4-updated model number.

Event description:
Additional information states that pulses were absent in the right leg, monophasic in left pedal, with the right foot also cold to touch. Vascular was consulted intensive team made aware. Plan were made to take the patient cath lab for reperfusion sheaths bilaterally.